Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, it was noted that the new right ventricular lead exhibited crosstalk that led to pacing inhibition and the helix was difficult to extend. The lead was removed and replaced. No crosstalk was seen after the lead replacement. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of cross talk was not confirmed. Final analysis found the lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was due to helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage.